Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the front battery harness is getting hot and melted part of the wiring harness.